Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) had a broken knob, although it was noted that one knob was missing, and three knobs were contaminated. Analysis was able to determine that the display wire was pinched, with wire insulation exposed. It was further noted that the hanger assembly, upper case, main seal and lower case were broken. Additionally, it was noted that the main world label was damaged and a capacitor was damaged on the main printed circuit board (pcb). Furthermore, the encoder assembly, one hanger screw and four case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob. The epg has been returned to service. There was no patient involvement.